Event description:
The customer reported that about 10 cc of clenz had leaked from the lh750 onto the counter; the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched . The fse confirmed the leak from valve vc26 which was overflowing. The pressure fitting to vc26 was unclogged to resume the draining of vc26 and resolve the issue. Upon recur, a hazard associated with improper draining of vc26 could cause related diff/retic waste drain malfunctions. Erroneous diff and retic results could be flagged, un-flagged or non-numeric. (B)(4).